Manufacturer narrative:
(B)(4). Report source: foreign: country: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery with the g7 cup the planning was to implant a cocr dm liner f, but the first attempt with yellow plastic ring failed and the ring was interpositioned between cup and liner. With a lot of effort they removed the liner and ring and tried placing it without a ring, failed again. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the poly ring had multiple indentations and a gouge. The liner had scuffing on the inner radius along with damage to the lip. The post on the liner had a circular indentation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.